Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred at (B)(6) hospital in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow rate of the scpc did not display correctly. The system has been returned by the customer to sorin group (B)(4) for evaluation. The investigation is on going. A follow up report will be filed when the investigation is completed. The customer reported that the patient was high risk and that the facility felt that there was "no relation between the malfunction and the patient's death." However, the facility will report this event to the competent authority. The system used consisted of a jmfp pump and stockert scpc. The jmfp pump is not available in the USA, but the scpc to which it was connected is distributed in the united states. This medwatch report is being filed as a result of these issues.

Event description:
Sorin group (B)(4) received a report that the flow rate of the scpc did not display correctly. The patient on the system expired on (B)(6) 2011. The customer reported that the patient was high risk and that the facility felt that there was "no relation between the malfunction and the patient's death."